Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported ventilator inoperable on the revel ventilator. At this time. There is no information regarding patient involvement associated with the reported event